Manufacturer narrative:
Product complaint # (B)(4). A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Protocode krd/hcg physical manufacturer: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Phone: the name of the initial reporter is unknown. The manufacturer representative was provided as the initial reporter name. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, during a coil embolization of an aneurysm for pulmonary arteriovenous fistula (pavf) at pa, a deltafill18 stretched resistant coil ((B)(4)) was attempted to be use for anchoring and tried to place the coil but it was unsuccessfully place. Therefore, the physician tried to re-sheath the coil and the re-sheath tool was withdrawn but the introducer was split open and could not be re-sheath the coil. The coil was replaced with another deltafill. At the end of the procedure, another deltafill18 ((B)(4)) was used but the coil came out to the proximal vessel. Therefore, the physician tried to re-sheath the coil but same issue reoccurred and could not be re-sheath the coil at all. The coil was replaced with another deltafill. The procedure was successfully completed without further issues or delay. There was no patient injury or complication reported. The products are not available for the investigation. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was not torturous and not calcified. A micro catheter (lighthouse) was also used for this procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Section e1 (initial reporter phone): (B)(6). The following additional information was received indicating that the coil or dpu did protrude through the opening. The micro catheter used was a carnelian marvel (tokai medical products). The coil was still attached to the delivery system when removed from the patient. The user did not apply excessive force during unsheathing or re-sheathing. Complaint conclusion: as reported by an affiliate, during a coil embolization of an aneurysm for pulmonary arteriovenous fistula (pavf) at pa, a deltafill18 stretched resistant coil (dlf180625, s13001) was attempted to be use for anchoring and tried to place the coil but it was unsuccessfully place. Therefore, the physician tried to re-sheath the coil and the re-sheath tool was withdrawn but the introducer was split open and could not re-sheath the coil. The coil was replaced with another deltafill. The coil was replaced with another deltafill. The procedure was successfully completed without further issues or delay. There was no patient injury or complication reported. The products are not available for the investigation. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was not torturous and not calcified. A micro catheter (lighthouse) was also used for this procedure. Additional information was received indicating that the coil or dpu did protrude through the opening. A carnelian marvel mc (tokai medical products) was also used. The coil was still attached to the delivery system when removed from the patient. The user did not apply excessive force during unsheathing or re-sheathing. No further information is available. The deltafill18 product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.